Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the medications were not crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) connected to the server and ran the site down query, which showed no issues. The tss also ran a query to review messages from the past three hours and did not observe any issues. The tss then mapped to the station and reviewed the datasync_applier logs, with no issues identified. The system functioned as intended after the technical support specialist verified the device.